Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling the cartridge. Tandem technical support educated the customer that the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin and should not be overfilled. Customer continued using the existing cartridge on the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.